Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient said they had to do a replacement for their stimulator because something must have happened to the battery or something. After they went into the MRI something happened to it. They sent her letters anyway regarding that. The doctor ended up putting a new one in.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. The reason for call was since implant the patient has been having problems with ins. Patient stated they are now seeing a message that the system is operating at maximum settings. Patient said they are unable to increase stim. Agent had patient try increasing stimulation on a different program and patient saw max settings message again. Agent reviewed meaning of message. Patient denied any recent falls. Patient stated they did have MRI recently, but they think their spouse activated MRI mode. The patient was redirected to their healthcare provider. Patient requested a new handset, agent reviewed new handset would not resolve max settings message. Patient stated they have a disability and do not want to go back and forth with hcp. Agent again reviewed patient needs to follow up with hcp to resolve max settings message.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.